Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that insulin pump had beep anomaly. Customer¿s blood glucose unknown at the time of incident. The customer stated that the insulin pump did not turn lowest possible volume. Troubleshooting was performed. The insulin pump will not be returned for analysis.